Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. (B)(4) for the reported event of difficulty advancing the peg tube. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report pertains to another complaint that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-01608 for the other associated device information. It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the peg placement, the transition zone of the tubing was caught on the fascia of the patient. The physician called in a surgeon who followed the tubing to where it was caught and was able to use a hemostat to widen the stoma site. The angle of the tubing coming out of the patient was reported to be due to the patient having a tortuous anatomy. The procedure was completed with another endovive peg safety kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to another complaint that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-01608 for the other associated device information. It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the peg placement, the transition zone of the tubing was caught on the fascia of the patient. The physician called in a surgeon who followed the tubing to where it was caught and was able to use a hemostat to widen the stoma site. The angle of the tubing coming out of the patient was reported to be due to the patient having a tortuous anatomy. The procedure was completed with another endovive peg safety kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the peg push tube revealed that the thermoformed tubing have been torn/ cut at approximately 11 mm proximal the outer ring. The thermoformed tubing was stretched and necked down on both ends and the remaining attached to the transition measures approximately 11mm long. An examination of the transition area found numerous cuts and tearing. It appears the incision size was too small for placement because a surgeon was called to enlarge the site during the procedure to facilitate placement of the device and the patient had torturous anatomy. Therefore the most probable root cause is operational context. A review of the device history record was performed for lot number 15675682 and revealed no issues related to this complaint.